Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer it was discovered to run in safety mode. There was no patient involvement, and there were no user injuries or adverse consequences.